Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring" broke in half. It was nothing with the cautery, and nothing fell off of it, no patient harm. They opened another kit and that one worked fine.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw due to normal clinical use. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas.the scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed. The lot # 25151332 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring" broke in half. It was nothing with the cautery, and nothing fell off of it, no patient harm. They opened another kit and that one worked fine.

Manufacturer narrative:
Trackwise #: (B)(4). Corrected section: b5- summary, h6- deice code corrected to "break." The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted on 02/25/2021. Signs of clinical use and evidence of blood and charred material was observed on the c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. Based off the photographic inspection, the reported failure "break; c-ring¿ was confirmed. The lot # 25151332 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned.